Event description:
The event is reported as: the surgeon had difficulty in using the staplers because the pre-cock function did not work. Upon completion of the operation, one of the components was found on the drape. No injuries reported.

Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.